Event description:
During in-clinic follow-up, decreased sensing and varying low voltage impedance were observed on the right ventricular (rv) lead. X- ray imaging was performed and the rv lead was found dislodged. The rv lead was explanted and replaced to resolve this event. The patient was stable.